Manufacturer narrative:
The insulin pump passed the operating currents measurement, self test, rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion and no delivery test due to motor error alarm. Pump had cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that every time he tries to give a bolus he would get a motor error. The customer¿s blood glucose level was unknown. The customer also reported of a motor position encoder error. The customer was able to complete the insulin pump rewind. However, it was noted that the insulin pump¿s alarm history contained both motor position encoder error and more than one motor error alarm within a 30-day period. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.